Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number: k013227. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The customer reported loss of the crown on the implant at tooth location #36 due to a fractured screw and fractured implant collar. The implant has been removed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm (tsvwb11) and one unknown zimmer screw was returned for investigation. Visual evaluation of the as returned implant identified a fracture at the implant's collar and a fractured screw within the implant. Implant has signs of removal damage. Zimvie is not responsible for any damage cause by clinician¿s removal of device. Functional testing could not be performed since the implant and screw were fractured. Pre-existing condition noted on the per was moderate bone density ¿ type ii. The reported device had been placed on tooth #36 (fdi) for approximately 12 years. DHR review for the lot (61551069) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (61551069) for similar events (complaint category keywords: fracture: implant and fracture: screw) and no other complaint was identified. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.